Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added device code a150202. A risk review was completed and confirmed that the event of difficulty converting rhythm (ambulatory) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The device remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) provided five shocks before the emergency response arrived and delivered three external shocks. The patient was hospitalized as a result, and a myocardial infarction was reported. Technical services (ts) reviewed device data and confirmed that five shocks are the maximum shocks the s-ICD can deliver in a single episode. While the first 3 shocks delivered by the s-ICD did not successfully convert the arrhythmia, the patient did receive two effective shocks that temporarily slowed the arrhythmia, before the rate increased again. Ts explained that although the shocks did effectively convert the arrhythmia, not enough time passed between the end of the arrhythmia and it restarting, and therefore it did not fulfill criteria to be stored as a separate episode. As a result, no further shocks were able to be delivered, as the maximum shocks per episode were already met. A chest x-ray was performed, and ts confirmed that the electrode and s-ICD are higher than expected to fully cover the cardiac mass. The placement of the s-ICD system may impact therapy effectiveness. This s-ICD remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) provided five shocks before the emergency response arrived and delivered three external shocks. The patient was hospitalized as a result, and a myocardial infarction was reported. Technical services (ts) reviewed device data and confirmed that five shock are the maximum shocks the s-ICD can deliver in a single episode. While the first 3 shocks delivered by the s-ICD did not successfully convert the arrhythmia, the patient did receive two effective shocks that temporarily slowed the arrhythmia, before the rate increased again. Ts explained that although the shocks did effectively convert the arrhythmia, not enough time passed between the end of the arrhythmia and it restarting, and therefore it did not fulfill criteria to be stored as a separate episode. As a result, no further shocks were able to be delivered, as the maximum shocks per episode were already met. A chest x-ray was performed, and ts confirmed that the electrode and s-ICD are higher than expected to fully cover the cardiac mass. The placement of the s-ICD system may impact therapy effectiveness. This s-ICD remains in-service. No adverse patient effects were reported.